Manufacturer narrative:
Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign - japan. Device evaluated by MFR: the angiosculpt device was discarded by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used in a moderately calcified mid lad. During the 2nd inflation at 16 atm, the balloon ruptured. The procedure was completed with a stent placement. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured at rbp.

Manufacturer narrative:
Blocks d1/ g1: manufacturer name and site name were updated from spectranetics to philips image guided therapy corporation to match the information on the product label. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.